Event description:
A customer reported the swivel mechanism of their epiq 7g ultrasound system¿s control panel did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. The philips service engineer repaired the system by reseating and securing the sleeve. A thorough investigation was performed to identify the root cause of the reported issue. The engineering team determined the failure was caused by a hardware issue in the latching mechanism of the articulating arm which prevented the locking solenoid from fully engaging.